Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia, candida albicans, klebsiella oxytoca, escherichia coli, enterococcus thailandicus. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for stenotrophomonas maltophilia ( 6cfu ) , candida albicans ( 5cfu ), klebsiella oxytoca, escherichia coli, enterrococcus thailanmdicus. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found scratches and two dirts in the instrument channel. When omsc reprocessed the subject device, the dirt of the instrument channel has been removed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since dirt in the instrument channel was not sufficiently removed.